Event description:
It was reported that the operative leg has come out of the supine table attachment mid procedure when the surgeon was moving the leg back into extension during the osteoplasty. A knot was not tied up when the procedure was taking place. A loss of traction was reported during use. Procedure was completed with the same device with no delay.

Manufacturer narrative:
H6: visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.